Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located at the ostium of the diagonal branch. Stenosis was 80%. It was reported that the patient was an impella case. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated 3 times at 20 atmospheres, at 2.08mm. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. The stent and delivery system was passed into the artery three times and removed each time. It was reported that upon the fourth attempt the stent dislodged. The dislodged stent was subsequently jailed against the vessel wall using an 2.0x15mm nc euphora inflated to 24 atm, 3 times. Stent deformation occurred in vivo. The procedure was completed. Patient status post-procedure is alive with no injury.